Event description:
Nurse inserted IV catheter and blood flow came out the juncture of the catheter to hub. Flush also came out. Catheter had to be removed and patient had to be restuck. This device was disposed of in sharps container because it was too hazardous for staff to recover. Packaging from this product available.